Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). A carefusion field service representative was onsite and evaluated the suspect device. The inspiratory pressure transducer was out of range and unable to be calibrated. The device is currently waiting for availability of a replacement part in order to complete the repair and evaluate the suspect component.

Event description:
The customer stated that the ventilator was alarming circuit occlusion and could not be reset. There was no patient involvement at the time of the reported event.